Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading is 150 mg/dl. Troubleshoot was performed. Customer said the insulin pump had red x with something under it with an arrow pointing to a book with a question mark. The alarm occurred only happened once. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Pump received with a scratched case, pillowing keypad overlay and minor scratched lcd window.